Event description:
This is a report of a patient who experienced peritonitis. On an unknown date, the patient had a breach in aseptic technique. The break in aseptic technique was further specified as the patient kept their room door and vent above their bed open during therapy. The patient also did not use disinfectant on the area prior to disconnecting from therapy. The patient was not hospitalized for the event. The treatment for the event included vancomycin 1gm intraperitoneally (ip) every 5 days for 21 days. The patient was retrained on aseptic technique and later recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique and resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.